Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due premature battery depletion. The non- boston scientific right ventricular (rv) lead was programmed with high thresholds to have two gold safety margin, resulting in high power consumption of the ICD. This rv lead was explanted as well. Both ICD and rv were replaced. No additional adverse patient effects were reported

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due premature battery depletion. The non- boston scientific right ventricular (rv) lead was programmed with high thresholds to have two gold safety margin, resulting in high power consumption of the ICD. This rv lead was explanted as well. Both ICD and rv were replaced. No additional adverse patient effects were reported

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Having met the engineering longevity prediction, analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use, therefore, we have concluded that this device experienced normal battery depletion.